Event description:
Initial report: this non-serious unsolicited report was received from a plastic surgeon via our affiliate in (B)(6) on (B)(6) 2011. Upon medical review, the event of granulomas has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (B)(6). This case involves a female, pt, in her (B)(6), who was treated three times in 2010 with sculptra (poly-l-lactic acid). The exact indication, dosage, route of administration and medical history were not mentioned. After her third injection of sculptra, this pt presented with granulomas everywhere on her face. The granulomas occurred on places where the first injections were administered. As corrective treatment cortisone nos injections were given, but this did not help all the granulomas. Sculptra was stopped. The granulomas are ongoing. Other suspect drugs - none. Significant/relevant medical history: not reported - relevant concomitant medications: none. Action taken: permanently discontinued. Corrective treatment: cortisone nos injections. Outcome - not recovered/ not resolved. Physician/reporter causality: not indicated.